Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the endpoint adjudication committee (eac) assessed this event as possibly surgery related. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for epilepsy. It was reported that the patient felt a click and then pain over the implantable neurostimulator (ins) that was accompanied by dyspnea when they moved, inhaled, or blew their nose. A physical examination was performed on (B)(6) 2017 and it was noted that the skin over the ins was not pressure sensitive. X-rays were performed on the same day with the results noted as normal. The etiology of the event was noted as ins related. The actions/interventions taken to resolve the issue included administering medication (diclofenac) for 1-2 days starting on (B)(6) 2017. The event was considered resolved. The patient's medical history included multiple trauma related to seizures, most severe: fracture of mandibule; year patient was diagnosed with epilepsy: 1998

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the previously reported adverse event was possibly related to chest-trauma as a result of a seizure which the patient fell on the ground. No further complications were reported/anticipated.